Event description:
A radial jaw was used for a diagnostic bronchoscopy. During the procedure, one of the cups broke off inside of the patient. Another forcep was taken through scope and fragment was removed through the channel.